Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure, the product was opened and attached to the device. While using intra operatively, the lapraty would not clamp down and close properly. Numerous ties within the same package were attempted to use; however, one of them functioned properly and they would fall of the suture and into the abdominal cavity. A new package was opened. The issue continued (this package had the same lot number). A third package was opened to complete case; the device in this package functioned properly. There were no patient consequences reported. Two devices will be returned.

Manufacturer narrative:
Additional information: model #/lot #, device manufacture date. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.